Event description:
The customer observed falsely decreased hemoglobin results while using the cell-dyn 1800 analyzer. . The customer indicated an initial result of 4.9 and a retest 11.9 (no unit of measure provided). The customer did not report out the low result. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, evaluation of the instrument, a search for similar complaints, and a review of labeling. The abbott field service representative (fsr) inspected the instrument, cleaned the hgb flow cell and silicon tubing (s2) in order to resolve the issue. A complaint review did not identify an adverse trend or a product issue related to the customer's issue. Labeling was reviewed and found to be adequate. Based on the event details and evaluation, no product deficiency was identified with the cell-dyn 1800 instrument.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.